Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a rectum procedure, scissored clips. No consequences to the patient.